Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max instrument. The discordant result was not released to the physician(s). The patient sample was rerun in duplicate on the same instrument and resulted lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc).after evaluation of the instrument data, the tsc specialist did not discover an instrument malfunction. The tsc specialist observed system check values related to probe cleanliness. During a follow up with the customer, the customer stated that probes are cleaned weekly and no additional discordant results had been obtained on the instrument. The sample had been rerun on the same instrument and resulted as expected. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.